Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a strange sound came from the pump and a pump off alarm occurred while the patient was asleep. When the red heart alarm sounded, the patient exchanged their controller to the backup controller. The patient was asymptomatic. Driveline damage was suspected and the patient was instructed to continue on battery power. When the controller was connected to the system monitor all pump parameters were displayed as 0 and the controller was in backup mode. Additionally, a strange sound was noted coming from the controller when it was connected to the system monitor. Related MFR# 2916596-2022-00829.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a strange sound came from the pump and a pump off alarm occurred while the patient was asleep. When the red heart alarm sounded, the patient exchanged their controller to the backup controller. The patient was asymptomatic. Driveline damage was suspected and the patient was instructed to continue on battery power. When the controller was connected to the system monitor all pump parameters were displayed as 0 and the controller was in backup mode. Additionally, a strange sound was noted coming from the controller when it was connected to the system monitor. Related MFR# 2916596-2022-00829.

Event description:
It was reported that the patient underwent pump exchange from heartmate ii to heartmate iii on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed external driveline (dl) wire damage that could have contributed to the pump stop event reported by the account. Additionally, a specific cause for the reported ¿strange sound¿ that came from the pump could not be conclusively established through this evaluation. Two system controller log files were submitted for evaluation; however, both files appeared to be corrupt. The returned system controller was confirmed to have an open fuse. The confirmed dl damage could have contributed to the open fuse on the system controller. Hmii lvas, serial number (B)(6), was returned assembled with the driveline severed approximately 1.5¿¿ from the pump housing. The distal portion of the dl was returned in one segment measuring approximately 36¿¿. The inlet elbow was returned attached to the pump¿s inlet port with the distal portion of the sealed inflow conduit flex section attached. The sealed inflow conduit flex section was severed medially. The inlet tube and proximal half of the sealed inflow conduit flex section were returned detached from the inlet elbow. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft had been severed approximately 3.5¿ from its hardware. The sealed outflow graft bend relief had been severed at its hardware. The remaining portions of the sealed outflow graft and sealed outflow graft bend relief material were not returned. The bend relief collar was returned secured over the bend relief hardware. Upon disassembly of (B)(6) , visual examination of the textured, blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline was conducted, and all wires were found to be electrically intact. Visual inspection of the 36¿¿ dl segment revealed a breach in the insulation of the orange wire at the nipple of the controller connector. Although a specific cause could not conclusively be determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Visual inspection of the remaining wire portions revealed no obvious signs of damage to the wires or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage in the insulation of the dl wires if the exposed conductors of the orange wire contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit, the resulting short to ground could have resulted in the pump stop event that was reported by the account. The pump was reassembled and functionally tested under normal operating conditions using a test distal driveline segment and a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05jul2018. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The IFU and patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. Several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. Furthermore, the IFU and the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that no further alarms were noted. The patient was put on live battery power connection to avoid further driveline shorts and was scheduled to undergo pump exchange on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.